Event description:
A customer contacted baxter's technical service center regarding a system error 2240, (indicating air) which occurred on the homechoice (hc) during dwell 5/6. The home patient (hp) was connected at the time of the alarm. The baxter technical service representative (tsr) had the hp cycle power. The hp had already disconnected after the alarm. The tsr had the hp check the lines and bags and there was no leak. The tsr instructed the hp to notify the nurse in the morning. The therapy was ended. The cause of the alarm was undetermined. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A trend review was performed showing a stable trend for reported complaints of failure code 810:03.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:03, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version (B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:03 was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct this condition.